Event description:
Implant was sitting 1 cm proud to where broach sitting. Surgeon removed the stem and performed furhter reaming. Then he replaced the stem again and this time the stem was implanted in the optimum position. Surgery was extended by 25 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.